Event description:
The customer reported that the reservoir was occluded. Troubleshooting was done. Customer's blood glucose was 310 mg/dl. Customer has not treated high blood glucose. Customer reports that insulin does not exit with plunger push. Customer was using novo log and was pulling vial from refrigerator. Advised the customer to let that sit out for 20-35 minutes to be at room temperature that way she does not get air bubbles. Customer changed everything out. Advised the customer that sets and reservoir would be replaced. No further information provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).